Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that an x-ray confirmed the right lead had pulled down into patient's neck and it was no longer covering the occipital nerves adequately which also accounted for the high impedances. The rep reprogrammed the patient but the coverage was not adequate and the high impedances could not be corrected until the lead is replaced. It was noted that the issue was not resolved as it would require a lead revision; the patient was referred to another healthcare professional for the revision.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient's medical history included headaches. It was reported that the patient had a change in stimulation and did not feel stimulation on their right side, even at 10.5v, for a few days prior to the report. The patient denied any fall or other inciting events that could have contributed to the change. The rep reprogrammed the right lead but was unable to get the stimulation high enough behind the patient's right ear without it feeling 'bitey', regardless of pulse width and/or rate; the rep did not use electrode #8 because an impedance check revealed it was >10k, but all others were normal. The rep stated that the prickly sensation seemed to increase and the stimulation shifted left into the patient's neck as the rep moved down the lead and moved the patient's head. The rep suspected that the lead had pulled down. The rep said that programming on the left lead overstimulates the patient's ear so he created a new program with bilateral coverage that isn't 'bitey' but it still did not reach high enough on the right side behind the ear. The rep noted that there were no obvious protrusions of the lead at the patient's neck on her scalp. Cervical x-rays were ordered but there was no prior imaging for comparison. The patient wanted to explore a revision of the right lead to recover the previous coverage and was referred to a healthcare professional for a consult. No further complications were reported/anticipated.